Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a knee procedure. During the procedure, the provisional was cracked during insertion. No impacts to the patient or surgery was noted. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned stemmed tibial provisional identified signs of use (nicked or gouged) and that it is cracked. Device history record was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to routine wear and tear after more than twelve years in the field. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.